Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records and x-ray(s) were obtained and reviewed by a medical professional. It cannot be determined that the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the ifnormation will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for dissociation. The liner had dissociated from cup and fractured around the rim. The liner was also noted to be loose, but this can be associated to the dissociation. The metal head was found to be articulating on the metal cup causing some metal on metal debris. This can also be associated to the dissociated liner. There was corrosion found on the stem. The stem and cup are previously reported on (B)(4). The cup was also revised , but noted to be in good position. Leg length discrepancy was also noted.